Event description:
The customer's blood glucose was unknown. It was reported that the customer was experiencing air bubbles while filling the reservoir. The customer stated that it was difficult to remove the air bubbles. The customer expressed that when she had high blood glucose, she would see a lot of air bubbles in the reservoir. The customer stated that she used room temperature insulin. The customer confirmed that the issue did not result in a serious injury or hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.